Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the complaint was not replicated nor confirmed by failure analysis. There was no charring found at the distal end of this instrument. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any products for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted simple nephrectomy procedure, the monopolar curved scissors (mcs) instrument burnt a patient. The abdominal wall and skin surrounding the port, where the mcs instrument was installed, was charred and burned. The burn extended through the incision to the surface of the peritoneum. The customer exchanged the mcs instrument with a backup mcs and proceeded with the case. The skin surrounding the trocar was excised at the end of the case and no other repair took place. The surgery was completed robotically.